Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2015-07470. It was reported that a rotawire fracture occurred. The 95% stenosed, 20x3.0mm target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. A 1.25mm rotalink burr and a rotawire were used for treatment. During the procedure, it was noted that the rotawire was fractured thus the burr could not be used. The devices were removed from the patient's body and completed the procedure with another of the same devices. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by mf.:device evaluated by MFR.: the device was returned for evaluation. No guidewire was returned with the rota burr. A visual examination of the device observed the handshake connection to the within the catheter housing. An attempt was made to retrieve the handshake connection from under the catheter body. It was not possible to retrieve the handshake connection. The housing of the catheter was dismantled in order to retrieve the handshake connection. The handshake connector was contained within the sheath of the catheter. The sheath was cut and the handshake connection was exposed. The handshake connection was inspected and no damage was noted. The handshake connection was connected to a test advancer unit and no issue was noted. The burr was microscopically examined and noted the annulus was inspected with no issues noted. A test guidewire could be advanced through the burr catheter without issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2015-07470. It was reported that a rotawire fracture occurred. The 95% stenosed, 20x3.0mm target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. A 1.25mm rotalink burr and a rotawire were used for treatment. During the procedure, it was noted that the rotawire was fractured thus the burr could not be used. The devices were removed from the patient's body and completed the procedure with another of the same devices. There were no patient complications reported and the patient's condition was stable.